Event description:
After performing a tension-free sling procedure on an obese patient, the patient went to recovery where vital signs dropped and abdomen became distended. Patient was taken back to surgery where a tube was placed in the abdomen and 1200cc of blood was removed via a tube from the abdominal cavity. A transfusion was administered after which a laparoscopy was performed. No perforation was found to repair so doctor used a surgigel and stopped the bleeding. Patient was sent back to ICU overnight and spent one day in the medsurg unit after which they were sent home. No further complications were reported. Doctor stated patient was a bleeder and this sometimes occurs during a surgical procedure.